Event description:
It was reported via medwatch that the patient became agitated and was pulling on his soft wrist restraints and in the course of that his arterial line tubing had snapped and broken off at hub connected to the catheter. The arterial line was then removed. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.